Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a cracked reservoir tube.

Event description:
It was reported that the patient was taken to the emergency room with a high blood glucose of 550 mg/dl. Prior to the event, the patient woke up with a blood glucose of 550 mg/dl. She treated, and her blood glucose went down. The patient laid down, and her blood glucose then rose to 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit passed the prime test, but there was no tubing clamp for the high pressure test. Reviewed the alarm history, and did find no delivery alarms. The caller was not comfortable with the device, and requested a replacement. Nothing further was reported.